Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was admitted to the hosp due to experiencing headaches and dizziness. It was also reported the physician suspects the issues are derived from the scs lead. Surgical intervention will be taken at a later date to address the issue.